Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for 3 patient samples on a obas pro c 503 analytical unit. For sample 1, the initial mg2 result was 4.65 mg/dl. The sample was repeated on another analyzer and the result was 1.59 mg/dl. For sample 2, the initial mg2 result was 3.06 mg/dl. The sample was repeated on another analyzer and the result was 2.17 mg/dl. For sample 3, the initial mg2 result was 2.51 mg/dl. The sample was repeated on another analyzer and the result was 2.09 mg/dl.

Manufacturer narrative:
The reagent lot number is 707378 and the expiration date is 30-nov-2024. Calibration was last performed on (B)(6) 2023. The customer recalibrated twice after obtaining the first two samples' results which failed. The qc recovery data provided was acceptable. The field service engineer (fse) found that the water container was dirty and cleaned it, performed water pump pressure adjustment, and adjusted the cell wash rinse pressure. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.